Event description:
Medwatch # (B)(4) reports that a jarit monopolar cord caught on fire. It was inserted into a force fx electrosurgical device (covidien/valleylab; model# force fx-cs; serial# (B)(4)). The setting were 50 cut, 70 coag. Cautery had been used for 2-3 minutes. The surgical technician saw flames coming from the "banana cord" end that was plugged into electrosurgical device cord. The power switch was turned off, and we pulled the plug out from the electrosurgical device. The end of the cord had been severed from the fire. There was no harm to the pt or staff. On (B)(6) 2014, customer reports "the fire was extinguished by the nurse turning off the machine, and disconnecting the cord from the generator. The fire went out by itself, but the generator and cord were inspected to make sure the fire was completely out."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.